Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he dropped his pump in the toilet two days ago and now he cannot read the screen. The customer reported fluid under the lcd display. The customer stated that there are no cracks on the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.